Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed that the lenses not implanted, due to injector malfunction. Additional information has been requested.

Manufacturer narrative:
Based on the new information received, this event does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that there was no patient involvement. The operation was completed with the help of another lens.